Event description:
The nurse stated that during the case the doctor was unable to use reflux and the posterior capsule was captured. He was able to manually release it, however, the capsule tore. He then moved to vit mode and a warning message of vit occlusion occurred. She said, they changed to another probe and still had the same message. There was about a 10 minute delay in the case, but they were able to complete the case. The patient's eye was fine. She said no consumables were saved for evaluation. The customer was requested to save samples for evaluation in the future, and she agreed.

Manufacturer narrative:
A company rep. Assisted customer by phone at time of event. The consumable had jammed. Customer was advised how to troubleshoot, and discussed how to get through the case safely in case the problems happened again. Investigation, including root cause analysis is in progress.